Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a mildly calcified mid circumflex artery. A 2.5 x 28 mm xience prime stent delivery system could not cross the lesion and the shaft kinked. There were difficulties removing the catheter from the guide wire; however, it was finally removed with guide wire remaining in the lesion. A non-abbott device was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.